Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3004485144-2017-00059 - 3004485144-2017-00062.

Event description:
It was reported that instruments broke during surgery. After preparing the screw hole with a 7.5mm diameter tap, the surgeon installed an 8.0mm diameter screw. Prior to the screw being fully installed, the screw became stuck in the iliac crest and the driver broke trying to further position the screw. Another driver, dorsal height adjuster, and torque indicating wrench were also used to try to position the screw, but broke as well. Additional instrumentation was used to finally place the screw to the surgeon's satisfaction. All broken pieces were removed from the patient. There was a delay of half an hour, but there were no patient injuries reported. This is report three of four for this event.

Manufacturer narrative:
The returned adjuster was evaluated. The tip was found twisted and damaged which is consistent with inadequate seating of the adjuster tip within the screw head during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.